Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting erratic patient temperature alarms (alarm 15) in an arctic sun device. They have a foley and esophageal probe in place. The esophageal probe was connected to temperature port 1. Nurse could not go into the room at this time. Explained that alarm indicated there was a problem with the esophageal probe, or the temperature in cable. Suggested replacing the cable. If the alarm continues, replace the probe. Per follow up information received via task on 01apr2026, spoke with charge nurse who confirmed a biomed exchanged the cable and therapy resumed. No exchange of device required.